Event description:
A user facility reported to olympus, the colonovideoscope had foreign material in biopsy channel. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, coating at the connecting tube peeled off, crease at the connecting tube, light guide bundle in poor condition, channel brush not inserted softly due to blockage of channel tube, gap I the bending section rubber, water cleaning function out of standards due to deformation of nozzle, angulation in the down direction out of standards due to worn of angle-wire, suction cylinder deformed, scope connector cover deformed, corrosion at the electrical connector due to leakage, scratched on distal end, distal end adhesive end worn, light guide lens scratched, black dot on image, and objective lens dirty/chipped/scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the breakage of the brush tip during use, which caused it to clog into the biopsy channel. The instructions for use (IFU) below will enable the user to detect the suggested event properly: "preparation and inspection: inspection of the instrument channel" the IFU below will possibly enable the user to reduce/prevent occurrence of the suggested event. "The channel cleaning brush is consumable. Repeated use may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. Should a part of the brush come off inside the endoscope, immediately retrieve it and carefully confirm that no parts remain inside the channel of the endoscope by passing a new cleaning brush or other endo-therapy accessory through the channel. Any parts left in the channel can drop into the patient during the procedure. Depending on the location, the missing part may not be recoverable by passing a new brush or other endo-therapy accessory through the channel. In this case, contact olympus." Olympus will continue to monitor field performance for this device.